Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they had high blood glucose levels, with levels of about 500 mg/dl at the time of the incident. The customer has an issue with their back, and also does not have a meter to test their blood glucose levels. Due to the lack of a meter, the customer did not know they were high and could not bolus before going that high. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.